Manufacturer narrative:
(B)(4). Investigation completed on 10/25/2018 with the following reason: no defect found most likely underlying root cause: mlc-61-improper use/ mishandled by end user note: manufacturer follow up with the customer but unable to make contact. Notification letter sent.

Event description:
The customer requesting assistance with the syringes. Customer states that the plunger is draw back the black piece detaches, customer unable to use product. No adverse event reported.